Event description:
It was reported that the user could not unlock the ilet and later observed a hairline screen crack, consistent with a hardware screen damage issue, and the device was replaced while the user¿s blood glucose was 96 mg/dl. Symptoms included no reported adverse health effects. Outcomes included continued diabetes management using cgm while awaiting the replacement device. Investigation included case triage by customer support and logistical replacement with instructions to shut down the device and return it, along with guidance to sync data to the mobile app and restart therapy on the replacement unit and inspection of the returned device. Investigation of this device revealed a cracked display consistent with physical damage to the screen assembly, aligning with a device mechanical component problem that impeded normal unlocking. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling or external damage rather than a manufacturing defect.

Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."